Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported by the customer that this event involved a patient with a radial artery insertion site. The md encountered difficulty as the plastic portion of the catheter separated inside of the patient's artery. The md was able to retrieve the separated portion of the catheter with a hemostat and no other medical intervention was needed. As a result, the md placed another ra-04122 successfully in the patient. There were no reported consequences for this patient.